Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that six false positives after rack went offline. Customer inquiry/problem: customer reports 6 vials flagged positive right as drawer d rows e and f went offline .

Manufacturer narrative:
H6: investigation summary: a complaint of "six false positives after rack went offline" was received against instrument bottom bactec fx, material no: 441386, serial no: fb2612. Field service engineer (fse) visited the site and replaced the ef rack on drawer d to resolve the issue. Instrument is working within bd specifications. The complaint is confirmed as a failure of bd product and the root cause is related to "defective rack". This is a known issue that has already been corrected with CAPA 410111. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 6 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that six false positives after rack went offline. Customer inquiry/problem: customer reports 6 vials flagged positive right as drawer d rows e and f went offline.